Event description:
The pressure tubing was clogged. An 18 gauge needle was used to punch through the obstruction in luer end. The tubing was returned to datascope for evaluation. Event complications: unk - reported 9/25/1998. Pt's current status: unk - reported 9/25/1998.